Manufacturer narrative:
Reported event of skin discomfort was not confirmed. The device battery voltage was at end of service (eos) level upon receipt. Visual inspection did not find any anomaly on device that could cause skin discomfort. Device was cut open, code was reloaded after installing new battery, and device was interrogated. Further analysis found no anomaly. Longevity assessment was performed, and device met the projected longevity and is considered normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with symptoms of skin discomfort caused by the implantable cardiac monitor (icm). The icm was explanted. There were no patient consequences.